Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed one other similar product complaint file(s) from this lot. (221462)

Event description:
The huber was found to leak where the needle meets the oval top.